Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/09/2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a high blood glucose resulting in hospitalization due to an inaccurate delivery issue. Reportedly, the patient remained hospitalized at the time of the call. Troubleshooting was not completed at the time of the call and the reporter could not be reached for follow-up. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.